Event description:
I had pelvic pain started mostly on left side had bloating, nausea, menopausal symptoms, I had to have my tubes removed because they were dilated and one had fluid in it and the other had a cyst on it and I got done with that operation and healed I thought everything was going to be back to normal but now I have nausea, paleness, and weakness, during my period I am sick and weak for about a week or two so I go back to the doctor he wants to do exploratory surgery then he said we my have to do a hysterectomy. (B)(4).